Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that implant oss310 fracture in dental site 19. Another implant will be placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Investigation / results: an osseotite® implant 3.75 x 10mm (item # oss310) was returned for investigation. Visual evaluation of the as returned product identified a fracture across the threads. The bottom portion of the implant was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 36 (fdi notation) and was used for approximately 2 years. Pictures or x-ray images were not provided. Device history record (DHR) review was completed for the subject lot number (2014091977). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2014091977) for similar events and no other complaint was identified no definitive root cause was identified. However, based on the investigation and risk review, the most likely cause for the reported event is exposure to long-term parafunction. Supplemental medwatch zimmer biomet complaint number (B)(4).